Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery now alarm. Customer stated that they did not received the low battery alert prior to replace battery alarm. Customer stated that it was the second occurrence of replace battery now alarm in less than 8 hours after low battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.